Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing. The data was sent to boston scientific's technical services (ts) for review. Additionally, the field was questioning if a recent software update would correct this anomaly. After the ts review it was confirmed that the new software demonstrated a profound improvement regarding correction of overcounting. To date, the device remains implanted and in service with no add'l complications.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.